Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) exhibited low balloon strength. A surgical procedure was performed to add saline to the balloon. No components were removed during this procedure. No patient complications were reported.